Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, the right ventricular (rv) lead appeared to have moved on x-ray and a small drop in r-waves was noted. A microdislodgement was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.